Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 as cgm was reading lower than blood glucose meter. The patient reported the following discrepancies: cgm was reading at 67 mg/dl and blood glucose meter was reading at 131 mg/dl, cgm was reading 70 mg/dl and the blood glucose meter at 125 mg/dl. The patient reported no use of acetaminophen at the time. The patient also reported insertion of the device in shoulder. The device is not indicated for insertion in shoulder.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.